Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-00076. It was reported the patient was experiencing high impedances on both leads. As a result, surgical intervention took place on (B)(6) 2022 where the leads were explanted and replaced to address the issue. Impendances cleared and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.